Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported by a basic evaluation patient their device was not working. The patient noted they were unable to feel stimulation even at a 10. The patient checked their device while on the call and they were at 8.6. The patient then decreased to 0 and they turned it up however the patient still wasn¿t feeling stimulation. The patient stated that their leads did get bumps/moved last night. Later that day the patient reported they went to the clinic and was advised to changed to the left side until they felt stimulation. There were no further complications reported/anticipated.